Manufacturer narrative:
The subject device was returned for evaluation during which the remaining nine (9) fasteners were deployed successfully without issue. The reported event of broken fasteners during deployment and fasteners would not fixate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing, as such a definitive root cause of the reported event could not be determined. The alleged broken fastener/failure to fixate may be due to firing inadvertently into a hard structure while attempting to fixate near cooper's ligament. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use supplied with the device states: "use caution when deploying the optifix" fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is compressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the optifix" fastener. Insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength. Care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix" absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during a tapp (transabdominal preperitoneal repair) procedure on (B)(6) 2020, when the optifix straight, 15 count was deployed into the soft tissue between cooper's ligament and lacunar ligament, the first and second fasteners did not fixate and as reported, the fastener heads were missing. The broken fastener tip remained in the patient. The device was fired outside the abdominal cavity, and a broken fastener head was discharged. Another device of the same lot was used to complete the procedure and there was no delay. There was no reported patient injury. As reported, the surgeon is not an experienced user of the device.